Manufacturer narrative:
Initial reporter address (B)(6).

Event description:
It was reported that a dissection occurred. The target lesion was located in left anterior descending artery (lad). Following predilation with a 2.5 mm balloon, a 16 x 2.75 promus premier select stent was deployed in the mid lad. However, during inflation of the balloon stent, a dissection occurred on the distal end of the stent. Another stent was deployed to cover the dissection and complete the procedure. No further patient complications resulted in relation to this event, and the patient was reported to be fully recovered. It was further reported that the lesion was prepared with a 2.5mm semi compliant balloon. The lesion was mildly calcium and mildly tortuous with 85% stenosis. There were no issues noted during stent deployment. The balloon inflated and the stent was fully deployed.